Manufacturer narrative:
Other applicable components are: : product ID: 3889, serial# unknown, implanted: (B)(6) 2016, product type: lead; product ID: 3093, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown; product ID: 3093, serial/lot #: unknown. Apply to pli20/30. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The patient reported having a revision and her ins and leads were replaced on the right side because the lead wires "got crossed and messed up". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.